Event description:
It was reported that a homechoice device experienced an unknown alarm. The homechoice had beeped during the night but the caregiver did not recall what displayed on the screen. It was not reported what step in peritoneal dialysis therapy this occurred during. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.